Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. The event reportedly occurred in the peds; therefore it is presumed the patient was a child.

Event description:
It was reported that during a phone conversation with the customer, the staff was unaware that the infusion devices would not alarm 'occlusion' for an infiltration if it were to occur in the pediatric department. As a result, they have had several infiltrations, assuming the device would alert them with a patient-side occlusion alarm. In this case, patient received an unspecified bolus once completed the nurse noticed infiltrate had occurred with no device alarms. The bd infusion devices are neither designed, nor intended to detect infiltrations and therefore do not alarm under infiltration conditions.